Manufacturer narrative:
The manufacturing and material records for the percival heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) percival heart valve at the time of manufacture and release. Because the device is not available for return and analysis and no further information is available no further investigations can be performed. At this time the manufacturer cannot determine a root cause which may have lead to the reported intra-operative difficulty - deployment issue. At this time there is no indication of a valve related malfunction as the site identified they may have deployed the valve incorrectly. If further information is received the manufacturer will reassess the investigation, however, at this time the root cause is deemed to be due to unknown procedural related issues.

Manufacturer narrative:
Device not available.

Event description:
On (B)(6) 2019 a patient received a perceval pvs23 aortic valve implant as a replacement for a 5 year old magna ease. The re-do was a result of endocarditis. It was reported the implant was successfully done, but when the site came off bypass the valve didn¿t look circular. The site had concerns the deployment was not performed correctly. Patient was put back on pump and the valve was ballooned and washed with warm saline, however the issue did not resolve. The valve was explanted and replaced with a different valve. No further information was received.